Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of lv capture and increased pacing lead impedance were observed during implant due to the rv and ra leads were switched in the header. The reversal was identified immediately after connecting the leads into the device and before the pocket was closed. The leads were placed into the correct ports. Patient condition was well post procedure.